Event description:
It was reported that the epg (external pulse generator) was not sensing properly while in use on a patient, and it was replaced. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper case was broken, the lower case was broken, the two side bail covers were broken, the ring cover was the incorrect part, the lead flex cover was contaminated, one side bail was bent, the ring was bent and the battery drawer was broken.